Event description:
Loosening of prosthesis.

Manufacturer narrative:
The customer was already contacted for more info like e.g x-ray images, complaint sample, surgery reports, etc. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model-m rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.